Event description:
Info received indicates the head section of the bed is drifting down.

Manufacturer narrative:
The technician found the hydraulic cylinder was leaking. He replaced both hydraulic cylinders to repair the bed.